Manufacturer narrative:
The device has not been returned for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed left facial paralysis at the time of left parotid gland surgery (removal of benign tumor). During a left parotidectomy, the nim system was tested and noted to be functioning. Attempts to find the facial nerve at its usual location were unsuccessful and soon the styloid process was visualized. In dissecting the parotid further, just inferior to the styloid process, a stump of what appeared to be nervous material was visualized. Then, the distal stump of the injured facial nerve was identified on the parotid. This was stimulated using the nerve stimulator and both the superior and inferior portions of the face moved with this stimulation. The distal stump was then dissected out anteriorly and the tumor was seen to lie directly on top of it. The superior and inferior divisions were dissected out to enable removal of the tumor. The tumor was removed in its entirety and passed off to pathology for permanent section. A portion of the deep lobe parotid was removed so that the facial nerve would lay ina flat manner. The 2 ends were then examined using the operating microscope and the ends appeared to be in good condition. The distal stump again was stimulated and it was noted to move quite well. At this point efforts were made to repair the 2 ends of the facial nerve using the operative microscope. The nerve anastomosis appeared to be nicely joined following tying down the sutures. After cutting the sutures, the needles were passed off to the back table. Instruments that were used to grasp one of the needles then slipped and one of the needles fell off the field. The wound was thoroughly examined under the operative microscope for any evidence of the remaining needle and it was not found. The operative bed was then thoroughly irrigated with warm saline. The parotid bed was examined for any bleeding, which was cauterized with bipolar cautery. Prior to the closure, the distal end was again stimulated with the nerve stimulator and was noted to be functioning. Patient was extubated in the or and transferred in stable condition. The postoperative diagnosis was a left parotid neoplasm and injury of the patient's left facial nerve with primary ranastomosis under the operative microscope.